Event description:
The customer contacted baxter's service center regarding an 'electrical smell' which occurred on the homechoice (hc). The home patient (hp) requested that a swap be sent to the hospital. The hp would use manual supplies until the swap arrived. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The event history log review and service history review did not reveal any issues that would cause or contribute to the reported problem. The sample underwent a visual inspection with no issues noted. Functional testing was performed, and the reported problem did not repeat during one hour of therapy.